Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the exposed right ventricular defibrillation coil was stretched at 56.8 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was placed through the sheath and pulled back. The coil was noted to be damaged. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.